Event description:
It is reported that while performing the operation for a cpt hip replacement the stem introducer broke resulting with the threaded part of the instrument being imbedded in the relevant hole in the prosthesis and this could not be removed. The surgeon was unable to remove the broken piece of the instrument from within the hole in the stem and therefore, had no alternative but to leave the broken piece of thread from the instrument in the stem. He then cemented over the top of this.

Manufacturer narrative:
This report will be amended when our investigation is complete.